Event description:
In 2004, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. She obtained a result of 518 mg/dl on the reported meter while feeling no symptoms of high or low blood glucose level. Following use of the meter, she took no actions to affect her blood glucose level. She went to the hospital ER because of the high result on the meter. A "low" result was obtained on the hospital meter; she did not recall the specific result. The patient was given a sandwich to eat in the ER. Based on the information provided the patient, there is no indication that she experienced injury due to the meter. The customer care representative walked the patient through two consecutive control solution tests, which fell outside the specified control solution range. Based on the two failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.